Event description:
Prior to an ablation procedure, during insertion into the needle guide it was noted that the coating of this needle had peeled. Another device was used to successfully complete the procedure and no patient complications resulted from this event. This device has not been rec'd for eval. Therefore, no failure analysis is available and co is unable to determine if the device met its specs. The co believes user technique may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Co's directions for use state: "the skin must be incised prior to insertion of the introducer to prevent damage to the insulation. Damage to the insulation of the introducer may result in serious burns to pt and/or user."